Event description:
The patient reported that the audio bolus button was not responding on the keypad. The reporter denies damage to the keypad or exposure to water and cleaning solvents.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. All keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were observed to be inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts. Additionally, the bolus button was unresponsive to user inputs and observed to be torn and misaligned.